Manufacturer narrative:
Approximate age of device - 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient had (B)(6) blood culture with (B)(6). The patient presented with bacteremia that was felt to have colonized the pump. The patient showed signs of bacteremia with symptoms of fever, nausea and vomiting. Two pump pocket washouts were performed on (B)(6) 2017. The patient was on suppressive antibiotics (IV and then oral): IV antibiotics (vancomycin, cefazolin x 6 weeks, oral cephalexin 500mg four times a day). On (B)(6) 2018, the patient expired. The cause of the expiration was reported as infection. The account reported that the device was working as expected. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: heartmate ii lvas, serial number, was not returned to abbott for analysis. A specific cause for the reported infection could not conclusively be determined through this evaluation. The hm2 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 2 left ventricular assist system. This IFU, as well as the hm2 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.